Event description:
A piece of metal from the brush head came off [device breakage], no adverse event. Case description: a (B)(6) year old consumer reported that while using an oral-b rechargeable toothbrush, version unk, a piece of metal from the oral-b flexisoft brushhead came off in the mouth. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.